Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. As a result, patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. As a result, patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device. Yellow material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed parallel lines of shell wear on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures, and one leak was found in the shell wear. The leak was caused by a rent measuring less than 0.1 cm in length. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).